Event description:
It was reported that the compressor had no power. There was no patient involvement. (B)(4).

Manufacturer narrative:
During investigation of the compressor on-site, it was found that the compressor had a blown fuse and a degraded mains inlet. The fuse and mains inlet were exchanged, and the compressor was returned to service. A photo was taken of the mains inlet with the broken fuse. Visual inspection of the photo showed that the mains inlet was degraded and that there was dust present in the mains inlet. The blown fuse has not been investigated further, but earlier investigation of similar complaints determined that the cause of a blown fuse could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.